Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine during initial drain. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log and programming of the hc and found that the home patient (hp) had bypassed a low drain alarm in initial drain. The hp had only drained 238ml of a 2500ml last fill when the alarm was bypassed. The ultrafiltration for cycle one was 2865ml. The tsr explained the importance of not bypassing that alarm. The hp did not have any symptoms. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.